Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 6.8cm to 7.0cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Event description:
It was reported that a patient presented to the hospital with noise on their right atrial lead. The noise led to some episodes of oversensing. The lead was explanted on (B)(6)2021. The patient was stable throughout.